Event description:
Change from bd safetyglide insulin syringe 1ml 29g x 1/2 to bd 1ml insulin syringe u-100 luer-lok tip. Nurses states that the syringe is harder to read. Has tick marks then starts at 10 units making it harder to read the syringe.